Event description:
Boston scientific received information that this right ventricular (rv) lead and device showed high out-of-range (oor) shocking impedances and displayed an error code on the device. Additionally there were tones heard, which is likely due to the oor impedance and error code. The lead was believed to be fractured, so it was surgically abandoned and a new rv lead was placed successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.